Event description:
Revision surgery - the pt reported hip pain. The surgeon ordered an MRI and the pt's acetabular component appeared to be loose.

Event description:
Revision surgery - patient reported hip pain. The surgeon ordered an MRI and the patient's acetabular component appeared to be loose.

Manufacturer narrative:
Patient reported hip pain to surgeon. The surgeon ordered MRI and the patient's acetabular component appeared to be loose. A revision surgery was performed and was completed successfully. There is no information reported about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. The root cause for pain was not determined with confidence. The device was not returned for investigation. There are no indications of a product or process issue affecting implant safety or effectiveness.